Manufacturer narrative:
(B)(4). Batch # n57c01. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a liver transplant procedure, the surgeon said the stapler started to staple got about half way and then "got stuck". He said the knife blade did not return on his own so he engaged the manual override. I asked if he tried the reverse button first and he said that he did but it didn't do anything. Another like device and reload were used to complete the procedure. There were no adverse consequences for the patient.